Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The heartmate ii lvas instructions for use lists multiple types of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 from multisystem organ failure. The patient's death was not considered to be device or therapy related.

Manufacturer narrative:
Section d3: g1: updated. Section d1: brand name: corrected. Section d4: catalog number: corrected. Section d4: lot number: corrected. Section d4: primary unique device identification (UDI) number: corrected. Section h4: device manufacture date: corrected. No further information was provided. The manufacturer is closing the file on this event.